Event description:
It was reported that: the julian anesthesia machine had been in use for several days and had been turned off over the weekend with the oxygen and air supply lines connected to the hospital supply outlets. The following monday, the machine remained turned off with gas supply lines connected. A narkomed anesthesia machine in an adjacent operating room was used for the first case on monday. The narkomed was used to deliver 100% oxygen and late in this case was switched to air. The oxygen monitor continue to read 100% oxygen. The julian anesthesia machine was disconnected from the hospital gas supply and the air lines adjacent rooms returned to deliver air (21%). No injury was reported.